Event description:
It was reported that the customer had a motor error alarm on the insulin pump. No further details provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and the displacement test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.